Manufacturer narrative:
The device was not returned for analysis and the complaint of migration could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probably cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient lead had been displaced. Patient underwent a procedure to revise the lead. The event has been reported as resolved, and the physician states this has a causal relation to the procedure and is not related to the device hardware or stimulation.

Event description:
It was reported that the patients lead had been displaced. Patient underwent a procedure to revise the lead. The event has been reported as resolved, and the physician states it had a causal relation to the procedure and was not related to the device hardware or stimulation.